Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was consistently displaying inaccurately high readings by "41 points" compared to hospital meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported the alleged issue began when she was in the hospital during (B)(6) 2012 to (B)(6) 2012 for her illness due to cancer. The patient reported a reading of "288mg/dl" was obtained on the lfs meter and a reading of "245mg/dl" was obtained on a hospital meter. The patient was unsure of the exact time the readings were obtained. The patient reported using a combination of medications including 40 units of lantus twice a day and humalog on a sliding scale according to readings. The patient reported, she normally tests 5 times a day and her typical results are "107mg/dl" or "over 200" if she is feeling ill. The patient reported due to the high reading, she administered less humalog insulin (unknown dose) and suffered a "insulin reaction, felt clammy and heart racing" which she associated with low blood glucose. The patient reported self administering orange juice in response to the symptoms and immediately felt better. The patient reported, she was not treated in the hospital for an acute complication of diabetes. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required self treatment to prevent further injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.